Manufacturer narrative:
Final analysis confirmed the reported field complaint; the root cause could not be determined.

Event description:
It was reported that the merlin programmer exhibited a strong smell of burning. No further information was available.